Event description:
Customer reported the system stopped fluoro during a procedure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supplies. System operates as intended.